Manufacturer narrative:
Analysis was unable to perform the displacement test due to missing retainer. The insulin pump was received with cracked keypad overlay at select button, cracked battery tube threads, missing reservoir tube o-ring, cracked case at battery tube side, scratched case, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack at the back of the insulin pump. The customer's blood glucose was 239 mg/dl at the time of incident. The insulin pump was returned for analysis.